Event description:
The customer reported that the touchscreen does not function or pass calibration. The customer reported that the unit was not in use on a patient. The customer contacted product support and requested the part number for the touchscreen. Product support provided the part number for the touchscreen as requested. The customer to perform any repairs needed and will call back only if further assistance is needed. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.